Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 3006705815-2019-03998, 3006705815-2019-03999. It was reported that the patient was showing signs of a minor infection. The patient was then given antibiotics. An I&d was performed on (B)(6) 2019 for the infection. The patient has been displaying improvement and healing.

Event description:
Additional information revealed that the infection was located at the ipg site. The infection has reportedly now resolved.